Event description:
It was reported by service report that the manual release was not working and the switches were torn. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Both power and manual mode inoperable.